Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the customer's blood glucose values at the time of event were between 400 and 500 mg/dl. The customer was not present at the time of the phone call. The customer's nurse stated that she will advised the customer to call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.